Event description:
While removing the endo catch from the packaging, the pouch fell off of the handle. The device had not been used on the patient. The pouch and draw string ring are missing from the handle, and were not retained. One of the black plastic tips on the specimen pouch retaining ring is also missing. No other damage is noted on the handle. No patient harm. The portions of the device and packaging that were retained will be returned to the manufacturer.